Event description:
Philips received a complaint by the customer on the v60 indicating that a leaking sound was heard at the connector of the ventilator's oxygen supply tube and a ventilator alarm for low oxygen connection had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a leaking sound was heard at the connector of the ventilator's oxygen supply tube and a ventilator alarm for low oxygen connection had occurred. Per good faith effort (gfe) response, the hospital repaired the leak at the connector of the ventilator's oxygen supply tube themselves. The customer repaired the leak at the connector of the ventilator's oxygen supply tube themselves to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.